Manufacturer narrative:
At this time, this lead remains implanted and in service. The ICD was reprogrammed to a higher pacing output. No additional intervention is planned at this time. The patient will continue normal follow ups until the ICD reaches end of life (eol), at which time the physician will consider replacing or repositioning the ra lead. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a patient follow up, this right atrial (ra) lead presented with an increase in the pacing threshold and loss of atrial capture. The pacing impedance and sensing measurements had remained stable. An x-ray was taken and it appears that the lead may have microdislodged due to the associated implantable cardioverter defibrillator (ICD) migrating and causing tension on this lead. No adverse patient effects were reported.

Event description:
Additional information was reported that during a patient follow up, it was noted that there was an increase pacing thresholds and sensing and there was still loss of capture noted on this ra lead. The pacing impedance measurement also decreased from 897 to 643 ohms. The associated device was reprogrammed to account for the increased thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient will continued to be monitored during normal follow ups. At this time, this ra lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received that this right atrial (ra) lead was explanted for the increase in atrial pacing thresholds. No additional adverse patient effects were reported. The lead was capped and surgically abandoned and therefore will not be returned.